Event description:
Device issue: none. Adverse event (ae): stroke. Onset of ae: one day after the procedure. It was reported via trial, that post right internal carotid artery stenting procedure, the pt had right facial swelling which was treated with pressure and protamine to reverse the effects of the heparin. The next day the pt experienced aphasia, diagnosed as a stroke. CT scan showed an acute right parietal stroke. Two days post-procedure, the pt had some improvement. There was no additional info provided. Date of procedure was (B)(6) 2010; no discharge date provided.

Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the pt symptoms. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.